Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1 (09/07/2011)- device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall below the labeled range. Therefore, the complaint is confirmed. The meter and test strip vial were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 326pm. The patient reported blood glucose results of "409, 230 and 233 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The cca was advised the patient manages her diabetes with humalog insulin (5.9 units). The patient continued to take her usual dose of medication. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.